Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that meter was not reading correctly. Customer reported that customer's blood glucose was 41 mg/dl and meter was showing a blood glucose of 599 mg/dl. Customer was going to be taken to the emergency room due to not being able to speak and sounding confused.